Event description:
The end-user called in and stated that he was at a hospital to pick up his daughter, he leaned back and the back broke. The end-user fell back and he stated that he hurt his back and has a bump in his head.

Manufacturer narrative:
As of this date, there have been no parts related to this chair that have been returned to the manufacturer for evaluation.